Event description:
I have had 3 rounds of trusculpt, the 1st was 3d and then my provider upgraded to the ID. (B)(6) 2019, (B)(6) 2019, (B)(6) 2019 I have been left with an indentation on the left side of my abdomen and loose skin. My provider doesn't seem concerned. My belly changed but not for the better as I am now all lopsided. Almost seems like I might need to undergo some liposuction to fix it. FDA safety report ID # (B)(4).